Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient was scheduled for a pump implant (B)(6) 2017. The patient mentioned he was in an automotive accident last year and feels like his stimulator has not worked since. He decided to have a new pump implanted rather than have new leads placed for his stimulator. The automotive accident may have led or contributed to the issue. Intervention was pump implant. The issue was resolved. No symptoms or complications were reported in this event.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that after a car wreck the patient could not feel stimulation when he stood straight up, but could feel it when he looked down. The patient reported experiencing bad headaches and pain as a result. He stated the representative (rep) tried to reprogram him afterwards and it helped a little, but the pain and the headaches were getting worse. The patient noted they did not perform any imaging to make sure the implanted system was okay. He also stated it was occurring intermittently. The patient was to contact a healthcare professional. Follow-up was conducted. Additional information was received from a representative (rep). The rep reported she did not recall that the patient mentioned he was in a car accident. She reported he did mention the positional changes with stimulation, so the rep checked the impedances and they were found to be normal. The rep stated she had not heard from the patient since and it did not look like anyone else had seen him either.